Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate, when the package of the brite tip sheath was opened and the unit was removed from the sterile pouch, the physician confirmed a crack at the distal tip of cannula. A new brite tip (same size) was used instead. There was no injury to the patient. The patient was male but the age was unknown. The physician was attempting to retrieve the ivc filter (brand unknown). It is unknown if the lesion was a de novo. The lesion had moderate calcification and heavy tortuosity. The brite tip sheath (8f 55cm: complaint product) was used in the emergent case of the retrieval of an ivc filter. When the package of the brite tip sheath was opened and the unit was removed from the sterile pouch, the physician confirmed a crack at the distal tip of cannula. Therefore, the physician did not use the brite tip and a new brite tip (same size) was used instead. The procedure was finished successfully. The complaint product was discarded at the hospital. There was no reported injury to the patient.

Manufacturer narrative:
When the package of the brite tip sheath was opened and the unit was removed from the sterile pouch, the physician confirmed a crack at the distal tip of the cannula. Therefore, the physician did not use the catheter and a new brite tip was used instead and the procedure was finished successfully. The complaint product was discarded at the hospital. There was no reported injury to the patient. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot was performed and the following was found. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.